Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on the cystic duct and would not release. The device was cut off to remove from tissue. Endo loop was used on the duct remnant to complete the procedure. The patient is fine.

Manufacturer narrative:
(B) (4). (B) (4). Orange indicator over traveled, anti-backup failure additional information was requested. (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.